Event description:
It was reported that this was an arteriotomy closure of a common femoral artery after an interventional transcatheter aortic valve implantation procedure. Reportedly, the knot did not reach the vessel wall due to patient anatomy. A vascular cut down was performed to achieve hemostasis. After controlling the bleeding and closing the access, the patient developed bradycardia and progressed to cardiac arrest. The patient was successfully resuscitated by the team and required a blood transfusion. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the reported failure to advance the knot may include, but are not limited to, user pulled non-rail limb too early, excessive force on knot, pulls rail limb to form knot while pushing device down rail, knot jams in subcutaneous tissue. Based on the case information, a conclusive cause for the reported patient effects of cardiac arrest and bradycardia, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: e1 - address 1: updated from (B)(6).